Event description:
It was reported that an asymptomatic patient presented via merlin.net transmissions with 2 non-sustained lead noise episodes. After examining stored egms the cause appeared to be slow ventricular tachycardia episodes. Programming changes were recommended for the patient next visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.